Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The forceps angulation was out of standards due to the damaged wire. The angulation in the right direction was out of standards due to a worn angle wire. The gap of the up/down knob was out of standards due to a worn angle wire. Liquid leaked due to deformation of the forceps lever. The light guide lens was broken. The adhesive part of the bending section was broken. There was a crease at switch one (1) and the connecting tube protector. The control part, grip, and electrical connector had corrosion due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the forceps elevator wire on the evis lucera duodenovideoscope was broken. The issue was detected during preparation for use. The intended procedure was completed with a similar device. No patient injury reported. During the evaluation of the device, it was noted the inside of the light guide lens was dirty. This report is to capture the reportable malfunction of the adhesive on the inside of the light guide lens was dirty noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, probable causes of the dirty light guide lens include: a gap was generated at light guide lens glue due to physical stress. As a result, the dirt entered inside of the lens. Moisture entered inside of the light lens from leakage. As a result, inside of the lens was corroded. However, a final root cause of the event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection - inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use - warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.